Event description:
It was reported that the programmer had not been working for several months. It was stated that the reporter received the poor communication screen when using the programmer without the antenna. The reporter tried changing the batteries in the programmer. It was reported 2 days later that the reporter was unable to get the patient programmer working to turn stimulation up and down. It was reported 2 weeks later that the replacement programmer was doing the same thing.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v625669, implanted: 2011-(B)(6), product type lead, product ID 3037, product type programmer, patient. (B)(4).